Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive when they attempted to bolus. The customer had to press the buttons several times before the buttons responded. The customer had to remove everything for the insulin pump to respond. Customer had to go see their endocrinologist because their blood glucose level was high. The customer was not hospitalized. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.